Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
It was reported the touch calibration was not working properly on the touchscreen. There was no patient involvement. The manufacturer's international service technician confirmed the touchscreen was out of calibration. The manufacturer's international service technician replaced the touchscreen and the issue was repaired.

Manufacturer narrative:
G4: 08oct2020; b4: 13oct2020. The touchscreen assembly was received for evaluation. Visual inspection of the returned touchscreen assembly revealed no evidence of damage or contamination. Through further testing, it was confirmed that the resistance was out of specification. The customer complaint was confirmed on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.